Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating ECG issue. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact/injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device failed op check due to defective ECG cable. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.